Manufacturer narrative:
Concomitant medical products: 6935m55 lead, implanted: (B)(6) 2015. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed a hematoma in their implantable cardioverter defibrillator (ICD) pocket. The hematoma was evacuated and the ICD remains in use. The patient was enrolled in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.